Manufacturer narrative:
Citation: ting yu-wang. Impact of female gender on 30-day outcomes following transcatheter aortic valve replacement with contemporary valves. Jacc: cardiovascular interventions. 26 february 2018; 11(4): pages s49-s50. Doi: 10.1016/j.jcin.2018.01.164 earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the impact of female gender on 30-day outcomes following transcatheter aortic valve replacement. All data were collected from a single center between 2015 and 2017. The study population included 179 patients (predominantly male), an undisclosed number of which were implanted with medtronic evolutr and evolutpro (serial numbers not provided).   Among all patients adverse events included: stroke and new permanent pacemaker implant. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product.   No additional adverse patient effects were reported.